Event description:
It was reported that the outer portion of the catheter separated from the inner one while attempting to deploy the stent graft. Reportedly, the physician was trying to deploy the stent graft when the catheter snapped. The problem occurred at approximately 4cm from the handle. The physician removed the device from the patient without any complications. After the device was removed, it was confirmed that the stent graft remained completely within the deployment catheter. There was no injury to the pt.

Manufacturer narrative:
The review of the mfg records revealed that this product was found to have met all specifications prior to shipment. The complaint sample has been delivered to the mfg site and the investigation is currently underway.